Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the reported field event could not be determined.

Event description:
It was reported that noise was observed, myopotential oversensing was suspected. The device was explanted. The noise was still present after the device changeout.